Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to physical damage to lcd glass. Device received with missing display window cover. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 204-208 mg/dl. The customer stated that the pump fell out of the hoodie pocket. The customer reported that the left side of the casing has gashes and scratches. The customer mentioned a major crack across the screen as well as several other scratches on the pump. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.